Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation generator boards and connectors were removed and reseated during the service call. The x-ray tube was also evaluated and replaced. A full generator and filament calibration was also performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system experienced a 'saturation fault' followed immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.